Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the talent occluder device. The exact size of the device is unknown. The brand name ocl12 has been selected for categorisation purposes. Survey results from a vascular surgeon in practice 21 years, who has used the device 20 times in total over the last 9 years and 5 times in the last 12 months. During use of the talent occluder, the following complications were encountered; stent graft leakage, implant migration and misplacement of the device. None of these events occurred in the last 12 months, none were considered to be related to the device itself and the physician found them somewhat concerning and not concerning for the stent graft leakage. Of the above complications (adverse events) reported for talent occluder, some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting. No further information has or will be provided.